Event description:
It was reported by service report that the head end patient left side rail assembly linkage arm snapped in half. There are exposed sharp edges that could cause lacerations/cuts. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail timing link.